Manufacturer narrative:
(B)(4). Investigation completed - reason: defect found with return strips. Test strip evaluation showed indication of black chemistry caused by improper storage of test strips in high humidity areas. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification.

Event description:
Consumer complaint of e-5 error; test strip error. Investigation of returned test strips produced "lo" and readings below acceptable range. Black chemistry observed due to improper storage; improper humidity and user error caused or contributed to event. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2015; 10:52am) with result of e-5 and e-5. Test strip lot MFR's expiration date is 12/31/2014 and open vial date is not verified. Based on the returned test strips producing "lo" and readings below acceptable range, as well as black chemistry being observed during the qc investigation, the complaint is reportable. Adverse event not reported.